Manufacturer narrative:
Insulin pump was received with button error alarm and no button response due to corroded keypad traces. No frozen display noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. It was possible the button was pressed down for three minutes continuously. The customer was unable to clear the alarm because the screen was frozen. Moisture was visible under the lcd screen. The screen remained frozen after the customer removed the battery for 5 minutes. Customer's blood glucose level was 143 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.